Manufacturer narrative:
(B)(4). D10: medical product: g7 10 deg e1 liner 36mm h: catalog#010000899, lot#7674783. G2: foreign, event occurred in germany. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty, the elevated inlay was not able to achieve appropriate stability. During the reduction process, the inlay disassociated completely from the implanted cup. An alternative neutral inlay was used to complete the procedure without further complication.